Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that there was a 1-2mm inaccuracy on the cervical probe. Point merge registration was completed. One point of the instrument was inaccurate during navigation. It was noted that verification could be done when the cervical probe was used, but the inaccuracy occurred when it was used. The operation was completed by not using that instrument. There was no delay and no impact to the patient. Additional information was received. It was reported that the cause of the inaccuracy was thought to be deformation of the tip of the probe. It was visually slightly deformed. It was stated that this was thought to be an instrument issue as no other products had an inaccuracy.

Manufacturer narrative:
The probe was returned and analyzed. When connected to a known good system no issues were observed. Geometry and divot errors were good. The unit was able to verify and track without issues. (B)(4). Additional information - ime and ife codes have been added. If information is provided in the future, a supplemental report will be issued.